Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - distal conductor fractured. Full lead returned and analyzed. Additional analyst comment - cannot determine where the anchoring sleeve was tied. Evaluation summary: no anomalies were found. Other: it was reported the device was explanted and replaced due to no output. The lead was explanted and replaced due to suspected fracture with an impedance trend of zero. No patient complications were reported as a result of this event and the patient is reported to be doing well. Additional information was received reporting that impedance readings were greater than 9999 ohms in unipolar and bipolar configuration. It was also noted that the device did pace when pressure was applied to the pacer near the incision site. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: component/subassembly failure. Lead conductor, device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of.

Event description:
It was reported the device was explanted and replaced due to no output. The lead was explanted and replaced, due to suspected fracture with an impedance trend of zero. No patient complications were reported as a result of this event and the patient is reported to be doing well. Additional information was received reporting that impedance readings were greater than 9999 ohms in unipolar and bipolar configuration. It was also noted that the device did pace when pressure was applied to the pacer near the incision site.